Event description:
A customer contacted beckman coulter inc. (Bci) regarding false glucose (glucm) results generated by the unicel dxc 800 pro synchron clinical systems for two pts. A pt sample was tested for glucm and a result of 67.3 mg/dl was obtained. The result triggered a critical rerun at the instrument, and repeated result of 101.8 mg/dl was reported out of the lab. A second pt sample gave a result of 185.4 mg/dl when tested. The result was reported out of the lab. The original sample was re-tested for glucm twice on a different instrument in the customer's lab and results were 94.5 mg/dl and 92.7 mg/dl. A corrected report was sent for this pt. It is unknown if pt's treatment was initiated or withheld.

Manufacturer narrative:
Sample and system info was not supplied. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced the glucose cup assembly. The removed cup assembly has been returned to bci for investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.